Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and found occlusion was coming from the cartridge. Customer successfully changed the cartridge and resumed insulin delivery. Customer's blood glucose level was 230 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.